Event description:
Event description guidant received information that this patient reported experiencing syncopal episodes shortly after this pacemaker was implanted with chronic unipolar leads. The device was interrogated and noise on both the atrial and ventricular channels was noted. The device was suspected to have oversensed the noise on the atrial channel and therefore mode switched to vvir. The leads were noted to have adequate pacing and sensing thresholds.